Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
After the treatment, damage was confirmed at the insertion part and blood was also attached, so when it was washed away, the epidermis was peeled off. The parts (skin) that fell off became tattered and flowed into the sink, so it is unknown whether there are any missing parts. After the procedure was completed, we confirmed that the equipment was defective. This event occurred at the time of after use. This event occurred, no report of patient harm.

Manufacturer narrative:
Evaluation summary: the complaint has been used for 12 years and has no repair history. The outer resin of the insert flexible tube and lcb flexible tube was brittle. It is probable that the external resin was hydrolyzed over time. Since the user did not perform maintenance and pre-use inspection of the endoscope, it was used for the patient without noticing that the outside of the ift was fragile, and it is presumed that the outer resin fell into the patient's body during use. Correction information: follow up #1, type of follow up, device manufacture date, coding changed based on the investigation result.